Manufacturer narrative:
The device has not been returned to the MFR, as this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Pt reported that she has experienced pain and swelling in her neck around the port. She said the power port was implanted in her neck in (B)(6) 2014 and the pain/swelling started in (B)(6). X-ray allegedly showed a blood clot in her neck area. The port is still implanted and she reported she is awaiting to see if her doctor advises to have it removed or keep it in.